Manufacturer narrative:
The technician isolated the issue to the bed exit sensor strips. He replaced the sensor strips to repair the bed.

Event description:
Info received indicates the bed exit function will set, but does not alarm.